Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a positioning sensor unit (psu) failure. The psu was replaced and the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera could not track any instruments. There was no patient present when this issue was identified.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the unit had an intermittent illuminator current in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.